Event description:
An impedance check was performed after the ipg was implanted and revealed invalid impedance. X-rays were taken and the leads were found to be disconnected from the ipg header. The patient was taken back into the operating room and the leads were reconnected to the ipg header. Reconnecting the leads resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.